Event description:
Component broke while in use and fell into the pt's chest. No pt injury reported. The procedure being performed was a CABG.

Manufacturer narrative:
Due to a recent FDA inspection this MDR is being reported late as a result of a re-evaluation.